Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a disconnected defib cable at a solder joint on the monitor board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction. (B)(4).